Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device gave an "abnormal energy delivered" message. This message can indicate that the wrong type of energy (monophasic) and/or an incorrect energy level was delivered. As a result, the incorrect defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.